Event description:
On 12/20/2021, it was reported by a sales representative via sems that an ar-1204as-95 was being used during a procedure. The surgeon drilled the tibia and once in the joint, deployed the flipcutter. He pulled back slowly and the blade broke off in the joint. A grasper was used to remove the broken piece and an ar-1204ff was opened and used to complete the tibia tunnel drilling with no adverse effect to the patient. Additional information requested.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-1204as-95 was being used during a procedure. The surgeon drilled the tibia and once in the joint, deployed the flipcutter. He pulled back slowly and the blade broke off in the joint. A grasper was used to remove the broken piece and an ar-1204ff was opened and used to complete the tibia tunnel drilling with no adverse effect to the patient. Additional information requested.